Event description:
It was reported that the patient experienced mechanical issues due to fluid leak on the reservoir of an inflatable penile prosthesis (ipp). A revision surgery was performed in which the reservoir was left deactivated inside the patient; a new reservoir was implanted. The patient was reported to be stable after the procedure. No more information available at the moment, further information was requested.